Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient was in the middle of his normal morning routine when he felt ¿different¿ and then passed out. The patient¿s wife tested the patient¿s bg meter reading, which was 600 mg/dl while his cgm was reading 208 mg/dl. The patient¿s wife took the patient to the hospital. The patient was admitted to the ICU and was treated with IV insulin. The patient was discharged home after approximately 2 days. The patient was in good condition at the time of report. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.